Manufacturer narrative:
Initial and final MDR 1908322 - MDR 3003442380-2024-13448 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 024, it was reported that the patient encountered infusion set cannula was kinked within 3 hours of insertion. Patient blood glucose at the time of issue was between - 300-400mg/dl. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information.